Event description:
A diagnostic arteriotomy closure was attempted with a techstar xl 6 fr. Device. The physician accessed the right superficial femoral artery and experienced resistance during deployment. Needle backdown was unsuccessful. An x-ray showed that one needle missed the barrel. The pt started bleeding at the access site and a vascular surgeon was called. The needle had passed through the superficial femoral artery and the profunda and ruptured the femoral vein. A thrombus was removed and the punctures were repaired. The pt lost 1.5 liters of blood during the procedure. The pt has recovered with no further incident.